Manufacturer narrative:
The complaint investigation for falsely elevated alinity I free t4 result included a review of data and information provided by the customer, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did identify an increase in complaints for lot 57272ud00, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 57272ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 57272ud00.

Event description:
The customer stated falsely elevated alinity I free t4 result generated on the alinity I processing module for one patient. The result was questioned by the physician as it was not consistent with the patient¿s clinical picture. The sample was repeated and lower result was obtained. The following data was provided: normal range: 9.01 to 19.05 pmol/l. On (B)(6) 2024 sid (B)(6) initial free t4 result = 23.7 pmol/l. On (B)(6) 2024 repeat result from the same sample = 16.5 pmol/l. Previous free t4 results: (B)(6) 2023 = 21.1 pmol/l; (B)(6) 2024 = 20.6 pmol/l. Other result provided: tsh = 3.60 . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated falsely elevated alinity I free t4 result generated on the alinity I processing module for one patient. The result was questioned by the physician as it was not consistent with the patient¿s clinical picture. The sample was repeated and lower result was obtained. The following data was provided: normal range: 9.01 to 19.05 pmol/l (B)(6) 2024 sid (B)(6) initial free t4 result = 23.7 pmol/l (B)(6) 2024 repeat result from the same sample = 16.5 pmol/l previous free t4 results: (B)(6) 2023 = 21.1 pmol/l; (B)(6) 2024 = 20.6 pmol/l other result provided: tsh = 3.60 there was no impact to patient management reported.